Event description:
It was reported that during the initial implant the lead's helix was not working. The lead was replaced. The patient did not experience any adverse consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.